Event description:
It was reported that the patient experienced urinary tract infection with his penile prosthesis. The infection was treated with ceftriaxone and cephalexin medication. The treatment resolved the infection. Medical assessment determined that the urinary tract infection is not related to the device, but possibly related to the implant procedure. There were no further reported patient complications.